Event description:
It was reported that an asymptomatic patient presented in clinic for follow up when low pacing lead impedance was observed. Noise was reproducible. The lead was capped. The patient tolerated the procedure well.

Manufacturer narrative:
(B)(4).